Event description:
N/a.

Manufacturer narrative:
It was incorrectly reported on the initial emdr that getinge field service engineer (fse) had performed the evaluation of the iabp unit. Clarification was received that repairs were carried out by the distributor's getinge trained fse. It was reported that the executive processor board was replaced to fix the reported issue. All functional and safety checks to meet factory specifications were performed. The iabp was then returned to the customer and cleared for clinical use. A supplemental report will be submitted when the evaluation of the suspected faulty part is completed.

Manufacturer narrative:
The suspected faulty executive processor board was returned to the national repair center (nrc). A supplemental report will be submitted when this evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
A senior repair technician at the national repair center (nrc) inspected the executive processor board and no visual damage was observed. The technician then installed the executive processor board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The nrc could not verify the failure of "the iabp not turning on normally, the screen does not display, there is a buzzer, and the printer cannot print". The cardiosave turned on normally , the screen displayed normal parameters and the printer operated normally. The executive processor board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The national repair center received the pcb, exec processor back from the supplier. The supplier could not verify the failure of the machine not turning on normally. The supplier stated no trouble found. The board passed testing. Inspection of the board was completed per procedure with no visual damage observed. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the board passed testing. The nrc will retain the board in the national repair center per procedure. A supplemental report will be submitted upon completion of the investigation.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the root cause of the issue was the executive processor pcb. The fse is waiting for spare parts. The iabp was not returned to the customer or cleared for clinical use. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during incoming inspection at getinge's agent's warehouse, the cardiosave intra-aortic balloon pump (iabp) would not power up correctly. The screen did not display, there was a buzzer and the printer did not print. There was no patient involvement, and no adverse event reported.